Event description:
(B)(6) in tech states he did not have the end user name referred to as "sir" and end user states the bearings were bad on the chair. (B)(6) states the end user did not have a serial number or model to reference, but referred to a provider in area for service. End user alleged that the provider wants to charge ninety dollars to replace bearings and end user was not able to pay for the service. (B)(6) states we do no sell direct and end user will need to go through the provider to purchase parts. End user disconnected. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.